Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a hysterectomy, the needle fell out of the device twice. A different reload was used to finish the case. Additional information has been requested but not yet received.